Event description:
A nurse received an electric shock while unplugging a thermaprep plus oven. There was no report of a serious injury nor was any intervention required to preclude such.

Manufacturer narrative:
In this event it was reported that a nurse received an electric shock while unplugging a thermaprep plus oven. There was no report of a serious injury nor was any intervention required to preclude such. The unit in question may have caused the shock or it may have been the result of static electricity. Though there was no report of injury, because device evaluation results are not available at this time, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. The product is available for evaluation, though results are not available as of this report.